Event description:
The customer reported a failure to discharge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no report of pt involvement. The device was evaluated at philips. The reported symptom was not duplicated. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.